Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator was not charging and would only run on battery and not on alternating current (ac). The ventilator was being used on a patient at the time of the reported event; however, no patient harm was reported. The customer troubleshot with technical support and measured the ac inlet. The customer advised that it was only 6 volts and showed 10 volts on the pneumatics screen for 24 volts. The customer was advised to replace the power supply. Upon a follow-up, the customer reported that the power supply was replaced. The defective power supply was scrapped and will not be returned for analysis. Although requested, no patient information was provided.